Event description:
Consumer reported complaint for the trueplus single-use insulin syringes; complaint was reported via e-mail. In e-mail customer reported that half of the syringe needles were bent and unusable. No symptoms or medical attention associated with the use of the product was reported. Customer was unable to be contacted by telephone/e-mail; no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Product information/lot number was not provided. Supplier unable to investigate. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.